Event description:
After essure in (B)(6) 2013 I have had lots of complications; severe abdomina/pelvis pain, migraines, pain after intercourse and bleeding. Hives, swollen feet and hands, hair loss, tiredness, abdomen movements, heavy periods 8-10 days.